Event description:
Baxter (B)(4) received a report that an infusor reportedly had no flow during infusion. The device was filled with a solution containing fentanyl citrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The lot number was not provided. Therefore, a batch review could not be conducted. Only a portion of the device was returned to baxter: infusor tubing and connected patient control module (pcm). The sample is currently in the process of being evaluated and a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a patient control module (pcm) and an infusor's tubing for evaluation. However, the actual complete infusor device was not returned. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Visual inspection and functional testing on the pcm were performed and no evidence of product malfunction was observed during evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.